Event description:
It was reported that the patient experienced shocking sensations and pain at the spinal cord stimulator implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The labeling review was performed and states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections or lead failure, and persistent pain at the ipg or lead sites are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced shocking sensations and pain at the spinal cord stimulator implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and was doing well postoperatively.